Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was likely that the following led to the malfunction: cause traced to faulty charged coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: the leak test had failed. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction; puncture on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced that the view was crackled and "snowflake" looking. There were no reports of patient harm.